Manufacturer narrative:
When the equipment was repaired, internal electronic parts were replaced, which is consistent with an electrical short circuit. Review of repair records indicated that fluid collected in the device, resulting in return for repair. The components that were replaced could produce electrical sparking as a result of fluid ingress. No pt or operator injury was noted in the service/complaint records.

Event description:
The customer(s) returned the orthopat perioperative autotransfusion system for repair due to fluid ingress. Fluid ingress can result in spark during a short circuit. No pt or operator injury was noted in the service/complaint records.